Event description:
The customer reported the ventilator went vent inop and alarmed during use on a pt. The customer reported there was no pt harm. Review of the ventilator diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The MFR's service tech replaced the gas delivery system to address the findings. Applicable final testing was completed and tests passed to operating specs.

Manufacturer narrative:
Gas delivery system.